Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to lead was dislodged during slitting of the catheter. Also, the lead would not retract after dislodged. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.